Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml morphine at an unknown dose and 1000 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient went to the hospital for observation on (B)(6) 2016 because of end of service (eos) of the pump. The original plan was to replace the pump, however the patient became very ill and there was a possibility of pneumonia or urinary tract infection that developed while the patient was in the hospital. The rep was going to see the patient on (B)(6) 2016 to complete the eos programming so the pump would no longer alarm. The pump off was inquired about to silence the alarm, however it was reviewed that the pump off was not necessary. It was noted that the rep spoke to two doctors regarding withdrawal procedures due to the eos, however the rep did not know of any withdrawal symptoms the patient may be experiencing, but the rep would know more when she would see the patient on "monday". The eos was noted to have occurred on (B)(6) 2016. It was later reported that the patient was discharged from the hospital and the plan was to explant the pump within the next month.

Event description:
Additional information received on (B)(6) 2016 via healthcare professional stated on (B)(6) 2016, after starting the product, an end of service (eos) pump alarm was heard by the patient. A pump battery replacement procedure was scheduled for (B)(6) 2016. On the morning of (B)(6) 2016, the patient was seen by his physician as the pump was alarming. With that appointment, the physician discussed possible withdrawal symptoms and the patient denied any withdrawal symptoms. The patient was instructed to go the emergency room for any withdrawal symptoms and was given an electronic prescription for baclofen oral 10 mg tablets 1-2 tablets, 3x day. Patient was sent to hospital for observation and possible eos pump issues and concerns for baclofen and morphine withdrawal. The admitting diagnoses for hospitalization were implantable device end of service, pump malfunction, and possible withdrawal symptoms-drug or narcotics. The original treatment plan was to replace the pump but the patient became very ill while the patient was in the hospital. On (B)(6) 2016, the pump was interrogated and showed the last refill occurred on (B)(6) 2016 and an end of service life error occurred on (B)(6) 2016. On (B)(6) 2016, the patient was seen by internal medicine physicians and received the diagnoses of sepsis secondary to uti (candida albicans), aspiration pneumonia, leukocytosis, vasovagal syndrome, electrolyte imbalance, hypertension, left hip pain, and a decubitus ulcer of left hip (stage 2). The patient received oral baclofen, IV (intravenous) and oral morphine, and ivf's (intravenous fluids). On (B)(6) 2016, laboratory work revealed a depressed blood calcium of 7.9-8.0, an elevated blood glucose of 102, and a depressed blood potassium of 2.8. Urinalysis showed candida albicans 50,000 to greater than 100,000. With the hospitalization, a chest x-ray showed possible infiltrate in the right middle lobe. Patient was started on ceftriaxone and doxycycline was added. On (B)(6) 2016, an EKG (electrocardiogram) revealed normal sinus rhythm with prolonged qt's on telemetry but no acute events. On (B)(6) 2016, the patient's treatment included baclofen10 mg 3x day orally, low dose oral morphine, and ivf (intravenous fluid) of ns (normal saline) at 100 ml/hour. The patient received potassium replacement and his calcium and glucose levels were monitored. On (B)(6) 2016, the patient was discharged from the hospital. At that time, it was noted by 2 physicians that the patient had no withdrawal symptoms. The pneumonia, uti (urinary tract infection), and other symptoms resolved "approximately around" (B)(6) 2016. The treatment plan was to explant the pump within the next month. No additional information was provided. Medical history included intractable spasticity, spastic hemiplegia affecting dominant side, cva (cerebrovascular accident), hypertension, chf (congestive heart failure), adl's (activity of daily living) impaired ("depends on home health care for adl's additional assistance"), wheelchair bound, implantation of indura (model # 8709, implanted on (B)(6) 1999), implantation of synchromed (model # 8627l18, implanted on (B)(6) 1999), implantation of synchromed ii (model # 8637-20, implanted on (B)(6) 2009), and implantation of pump connector (model # 8575, implanted on (B)(6) 2009). Concomitant products included: norvasc (amlodipine besylate) 10 mg tablet once daily; gabapentin 300 mg capsule once daily at bedtime; potassium chloride 20 meq tablet once daily; baclofen 10 mg tablet 1-2 tablets, 3 times per day; atenolol 25 mg tablet once daily; and lidoderm (lidocaine) patches, 2 patches daily (on 12 hours, off 12 hours). On an unspecified date, the patient started treatment with baclofen 1000 micro g/ml at 285 micro g/day, and morphine 30 mg/ml at 8.5 mg/day, intrathecal, via the synchromed ii pump, for spastic hemiplegia affecting dominant side and history of cva.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.